Event description:
It was reported that the patient experienced chest pain. The right atrial (ra) lead exhibited undersensing, far field r-wave (ffrw), high thresholds and a lead position check. It was also reported that the right ventricular (rv) lead exhibited intermittent undersensing. Additionally, the implantable pulse generator (ipg) exhibited a clock offset. The ipg system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.